Event description:
It was reported that during a lavh procedure, the tissue pad came off but was found outside of the patient. This occurred at the end of the procedure and another device was not needed to complete the case. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.